Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an epidural was placed on a patient, anesthesia connected the epidural pump per usual without any difficulty. After several hours, the registered nurse noticed that the patient was complaining of breakthrough pain. Patient tried several attempts to get pain relief with the pump and noted not improvement. Anesthesiologist called to evaluate/troubleshoot. The doctor came to assess situation including all connections to epidural still infusing. Doctor disconnected patient-end of cassette attached to epidural pump and noticed nothing coming out of the tube despite epidural infusing still. Another disposable supplies set was used and noted functioning per usual. No emergency intervention was required, and there were no adverse events reported.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.